Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2020 the patient reported that she thinks her pump got turned off. Per the patient, since approximately (B)(6) 2020 she had been having a hard time talking; her throat felt swollen; her arms were jittery; her legs would give out on her; and she was worried about her throat closing. She was traveling out of state and wanted someone to check her pump and turn it back on if it was off. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-feb-2020 from a healthcare professional who reported that they instructed the patient to go to the local ed (emergency department) and have the pump read. They were awaiting the patient going to the ER (emergency room) or presenting to the office. No further complications have been reported as a result of this event.